Manufacturer narrative:
The getinge field service engineer (fse) who evaluated the unit reported that the customer did not approve the repair estimate for the unit. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(event site postal code - 12120,site country),g3,g6,h2,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - h3. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : customer did not approve repair

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and when tested the unit with another data link cable, the fse confirmed that the data link cable was damaged. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that before use, the system 98 intra-aortic balloon pump (iabp) ECG cable interfaces for monitors are damaged. There was no patient involvement, and no adverse event reported.